Event description:
While putting pt in bed, the lift and the sling were utilized. Pt was almost in mid air and the sling ripped and cause pt to come down on this nurses legs. Staff legs were used to keep pt from falling. The top part of pt's body was in the power chair and the bottom part were resting on my legs. I yelled for help and the pt's room mate used the call light button to call for help. Other co-workers arrived and the stat team was called. With team work, we were all able to maneuver the sling under pt and get him hooked up to the lift via sling. Highbacksling disposable, art. (B)(4).